Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received in used condition, in a plastic bag. During visual inspection no visual defects were detected, the cuff inflates properly. The sample was inflated with the use of a syringe and submerged under water to detect any problem in the inflation system, the sample works as expected. The complaint was not confirmed/duplicated. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon was found defective on previously sterilized trach. The nature of the "defect" was not provided. The incident happened upon trach changed and did not reach patient. There was no patient involvement and no patient harm/adverse event reported.